Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random motor errors. The customer's blood glucose level was unknown at the time of the incident. The insulin pump had scratches on the screen. The customer had to change batteries in less than 7 days as the insulin pump had rejected a new battery. The insulin pump had random no delivery alarms. The device will not be returned for analysis.